Event description:
Healthcare professional reported left side device deflation in conjunction with an exchange from textured to smooth implants due to product safety concerns/anxiety. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of (B)(4) - fluid leak for the period of aug 2020 through jul 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, e.1, h.3, h.6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side device deflation in conjunction with an exchange from textured to smooth implants due to product safety concerns/anxiety. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a puncture opening on anterior side assessed as to surgical damage like and sharp in the plug strap assessed as to an unidentified (tear) opening. Anxiety product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device.